Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified tip damage. The tip bond was stretched, resulting in a total tip and tip bond length of 10mm. The stretched tip bond was kinked just distal to the lumen. The stent was securely crimped to the balloon and positioned between the distal and proximal markerbands. The stent length was 20mm. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the marker band moved out of position. Access was obtained through the femoral artery. The 90% restenosed, concentric, 3.5x15mm lesion being treated was located in the non-tortuous, non-calcified mid circumflex (cx). After the lesion was predilated with an unspecified balloon, 30% residual stenosis remained. Resistance was met when attempting to advance the 3.50x20mm promus element stent over the guide wire, in the mid portion of the guide catheter. The physician removed the stent delivery system and saw that the stent balloon had been lengthen due to the friction with the guide wire and the marker band was not in the right position due to the balloon lengthening. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the marker band moved out of position. Access was obtained through the femoral artery. The 90% restenosed, concentric, 3.5x15mm lesion being treated was located in the non-tortuous, non-calcified mid circumflex (cx). After the lesion was predilated with an unspecified balloon, 30% residual stenosis remained. Resistance was met when attempting to advance the 3.50x20mm promus element stent over the guide wire, in the mid portion of the guide catheter. The physician removed the stent delivery system and saw that the stent balloon had been lengthen due to the friction with the guide wire and the marker band was not in the right position due to the balloon lengthening. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.